Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. Voluntary MDR/medwatch report number mw5176759.

Event description:
A voluntary MDR/medwatch report was received on 10/02/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude the patient experienced cgm inaccuracies which allegedly led to hospitalization on (B)(6) 2025. The patient reported that the cgm readings were fluctuating by approximately 70 mg/dl points compared to her bg meter readings; however, no specific comparative values were provided. During her hospital stay, the patient stated her bg level exceeded 1000 mg/dl and that she was also diagnosed with pneumonia. No specific symptoms related to the cgm inaccuracy were disclosed. The patient declined to provide dexcom with any additional details regarding the event and requested that further contact be discontinued. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 70 points higher or lower when compared to her bg meter readings. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.